Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate on the arctic sun device. The device alarmed 116/117 (patient temp 1 change not detected), patient temperature has not changed by more than 0.15c for an extended period of time. Confirmed targeted temperature (tt) was 33.5c, patient has been at target. Nurse verified the probe was in place and reading correctly, temperature correlates with second temperature. Patient's temperature was 33.6c and after clearing alarm and resuming therapy, patient temperature did drop to 33.5c. Informed nurse as long as the temperature probe was in place and correlating with another or reading accurately, it was okay. These alarms were safety features to ensure the probe was accurately placed and plugged in.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Confirmed targeted temperature (tt) was 33.5c, patient has been at target. Nurse verified the probe was in place and reading correctly, temperature correlates with second temperature. Patient's temperature was 33.6c and after clearing alarm and resuming therapy, patient temperature did drop to 33.5c. Informed nurse as long as the temperature probe was in place and correlating with another or reading accurately, it was okay. These alarms were safety features to ensure the probe was accurately placed and plugged in. Per follow up information received via task on 23apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a neonate on the arctic sun device. The device alarmed 116/117 (patient temp 1 change not detected), patient temperature has not changed by more than 0.15c for an extended period of time. Confirmed targeted temperature (tt) was 33.5c, patient has been at target. Nurse verified the probe was in place and reading correctly, temperature correlates with second temperature. Patient's temperature was 33.6c and after clearing alarm and resuming therapy, patient temperature did drop to 33.5c. Informed nurse as long as the temperature probe was in place and correlating with another or reading accurately, it was okay. These alarms were safety features to ensure the probe was accurately placed and plugged in. Per follow up information received via task on 23apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.